Event description:
The customer reported the sys failed to produce fluoroscopy xray. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The faulty part was identified and repaired. The sys was then found to be operating as intended.